Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) and breath delivery (bd) central processing unit (cpu) printed circuit boards (pcbs). The se performed calibrations and extended self-testing on the device and all tests passed

Event description:
It was reported that, during maintenance, a 980 ventilator generated a status display error message. The ventilator was not in use on a patient at the time of the reported event. .